Manufacturer narrative:
Unable to verify s/w due to constant blank flashing white light on the display. Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the button of the insulin pump. The customer¿s blood glucose was 6.2 mmol/l. The insulin pump will be returned for analysis.